Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. Contact information and specific patient details were not disclosed as part of the survey. As such, additional information and the subject sample cannot be obtained. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported as part of a focus survey on (B)(6) 2024 PICC was placed in the brachial. Total length of the PICC was 38cm, inserted to the 0cm mark with 2cm left external to the patient. Catheter was locked with normal saline and secured with statlock device. PICC was dressed straight along the patient's arm. PICC was cleansed with 2% chlorhexidine poured from a bottle. Patient received oncology treatment (oxaliplatinum, folfox, fluoro) through the catheter. Patient had gone home with the PICC in place but did not perform the catheter care/maintenance. A catheter leak was discovered during flushing at the 4cm depth mark, which was internal to the patient. The catheter was removed on (B)(6) 2024.